Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and blood in the inner lumen which prevented the inner coil from rotating. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. It is reasonable to assume that these damages resulted from the extraction procedure. An interaction with the right sided pacemaker system could not be excluded. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Lead explanted due to loss of capture. Should additional information be received, this file will be updated.